Event description:
It was reported that the pump had vertical lines across the entire pump display, which affected the ability to interact with the device. There was no adverse impact to the customer's blood glucose level. Reportedly, the customer contacted the healthcare provider to obtain alternate method of insulin therapy.